Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the clip opened while locked. It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation with grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve, but prior to retracting the lock lever, the clip opened on its own in the left atrium. This happened while the clip was closed and locked. The clip was successfully implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product quality issue. All available information was investigated and a definitive cause for the reported mechanical issue could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.